Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Portions of the circuitry, including the battery, were isolated and tested. Final analysis concluded the premature battery depletion was due to low-voltage capacitor degradation, which resulted in a high current condition. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device could not be communicated with; however, interrogation was successful last month and the device reported eight years of remaining longevity eight months ago. Multiple troubleshooting efforts were unsuccessful and the device was explanted. No additional adverse patient effects were reported.